Manufacturer narrative:
The device in question was not returned to the MFR for evaluation because it was implanted in the pt. The model/catalog number and lot/batch number of the device in question is unk. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.

Event description:
The hosp reported an aneurysm coiling/stenting procedure in the brain. Stenting was done due to a stretched microvention hydro coil (non-bsc device) that needed to be tacked against the vessel wall. Stenting was successful using the device in question. The pt expired post procedure.